Event description:
The customer reported a general system failure and effluent pump malfunction after approximately 15hrs of treatment for no apparent reason. There was a 150 ml blood loss for the patient reported as a result of this incident. No other clinical consequences were reported. The patient's treatment was continued on another prismaflex machine with no further reported incident.

Manufacturer narrative:
The manufacturer has received the treatment data card files related to the reported event. A review of these files confirms the alarms general system failure and malfunction blood pump reported by the customer.